Manufacturer narrative:
Listed below is the update to the original report: during the molding process runners are reground and added to the virgin pvc to mold this component; therefore, as a precautionary measure, the two lots of bushings molded immediately after the initial lot were considered suspect. An evaluation of those bushings (in assembled breathing bags and breathing bags packed with anesthesia breathing circuits) continue to support our belief that only a small number of bushings contained k-resin. Additionally, an in-process stress test has been added for bushings. The bushings are exposed to approximately two times the stress it would be exposed to under normal conditions. Three(3) lot of bushings have been produced since implementing the in-process stress test (8/17/97) with no failures.

Event description:
Note: company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on patients. According to the complaint, a decline in pressure was observed during the pre-test of the anesthesia system. After checking the system, splits/cracks were observed in the breathing bag's bushing. As this incident occurred at the pre-test stage, no patients were involved.